Event description:
It was reported that the patient had major intraperitoneal bleeding and was treated with between 8 and 16 units of packed red blood cells (prbcs). The patient was receiving anticoagulation therapy with warfarin and aspirin at the time of the event. It was noted that the bleeding was from the inferior epigastric artery occurred when the patient twisted their body after nearly falling.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. The IFU lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.